Manufacturer narrative:
(B)(4). The insulin pump received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump screen was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.